Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon snapped when attempting to retrieve a stone from the bile duct. Reportedly, the catheter broke at the scope entry point and there were no pieces detached inside the patient. The device was removed from the scope and the procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.